Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon and stent damage occurred. The lesion was pre-dilated, unknown size and type balloon. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent to the 90% stenosed lesion located in the severely calcified, moderately tortuous, left circumflex (lcx) artery, but was unable to cross the lesion. The stent delivery system (sds) was then withdrawn and it was noted that the distal edge of the stent was lifted up and the stent had moved on the balloon toward the proximal side. The physician then changed the sds to a new taxus device same size and was able to cross the lesion and implant the stent with no problems. No patient injuries or complications were reported. Patient status post procedure is noted as good.